Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she had not felt well all day and that she gets frequent infections with her diabetes. The blood glucose reading was 316 mg/dl. The customer treated with the insulin pump. Upon troubleshooting, it was found that insulin exited the tubing during a manual prime. She declined performing the high pressure test since she had recently replaced her infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.